Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "did not peel smoothly, were hard to get sizers out of containers, left part of paper on sterile lids, and lids of outer container shredded and left paper film" device was not implanted.

Event description:
Healthcare professional reported "did not peel smoothly, were hard to get sizers out of containers, left part of paper on sterile lids, and lids of outer container shredded and left paper film" device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; a4; b1; b2; d6a; h1; h6.